Event description:
It was reported that information was received from a patient's representative regarding an external device. The caller reported that the patient's therapy seemed to be turned off because the patient wasn't acting right, and they wanted to confirm if it was turned on or not. Agent had the caller connect to the patient's implantable neurostimulator (ins) using the programmer, but instead of the usual screen, they were seeing the programmer battery depleted screen. Agent had the caller switch to different batteries twice and confirmed that they were placing the batteries in correctly, but they were still seeing the same screen. During the call, agent emailed the caller patient manual for reference of the screen they were seeing, then when caller was asked for clarification, they mentioned that there was the information symbol was on the upper row, the warning symbol was on the lower row, then the battery symbol that looks depleted was on the left of the warning symbol. Caller was very confusing with the details provided regarding which screen they were seeing. Agent also walked caller through using the recharger to turn the patient's therapy on, but they weren't able to do so using the recharger. Caller did confirm that the patient's therapy was turned off and that their ins was at 25-50% based on the symbols shown on the recharger. Troubleshooting did not resolve the reported issue. Agent sent a request to repair for a replacement of the programmer, and caller stated that they will meet with patient's hcp today to have the patient's therapy turned on. Programmer not syncing with ins - unknown screen showing. Troubleshooting did not resolve the issue and caller insisted on getting a replacement because pt's therapy could not be turned on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.